Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient has been off the pump for more than three weeks due to recent hospitalization and alzheimer's. The reporter stated that the patient is on long lasting insulin and sliding scale for high blood glucose (bg) levels only. Te reporter stated that the patient's bg was 118 mg/dl this morning and now it is 537 mg/dl without symptoms. The reporter stated that the patient ate lunch but no insulin was taken except 7 units of long acting. Customer support (cs) advised the reporter to contact healthcare professional to discuss starting insulin pump therapy or changes in injection regimen. Cs instructed reporter that patient would normally give bolus for all food eaten but on injections there are not clear instructions other than coverage for high bg. This report is being made due to the patient's alleged hyperglycemic event that resulted from inadequate back up plan.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate back up plan).